Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while the surgeon was performing a triathlon primary knee, he placed the cr insert and noticed that the rm/ll edge was not sitting properly in the tibial base plate. It was reported that the surgeon removed the insert and used a second one. It was reported that the surgeon examined the surgical site determined that there was no cement in the baseplate which could have been causing the issue.

Manufacturer narrative:
An event regarding a seating issue involving a triathlon insert was reported. The event was confirmed. Visual inspection: the insert component was returned damaged without any locking wire. The posterior tab has an indent which is indicative of the component meeting an obstruction during the attempted seating. The anterior face is damaged and deformed. The area around the wire retaining slot is deformed which indicates that an implement was used forcefully to remove the insert from the baseplate component. The reported component was not implanted. Device history review: DHR review for the reported lot was satisfactory. Complaint history review: chr review confirmed that there has been no other similar event for the reported lot. Conclusions: based on the visual inspection of the returned component, the damge observed on the part was caused by the user and would have rendered the component unusable.

Event description:
It was reported that while the surgeon was performing a triathlon primary knee, he placed the cr insert and noticed that the rm/ll edge was not sitting properly in the tibial base plate. It was reported that the surgeon removed the insert and used a second one. It was reported that the surgeon examined the surgical site determined that there was no cement in the baseplate which could have been causing the issue.